Manufacturer narrative:
D9 - date returned to mfg on 10/13/2025. Received one (1) used. List #unknown, spiros; lot #unknown. ---> one (1) used. List #unknown, neopump-r; lot #241894. ---> one (1) used. List #unknown, chemolock port; lot #unknown. The spin collar wasn't activated. Damage to the spiros strap was also observed causing the poppit to stay open. The reported complaint of a leak could be confirmed. The sample was observed to have damage on the spiros strap causing the poppit to stay open. The probable cause is from a leak onto the spiros strap. How the leak occurred is unknown.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved an unspecified spiros malfunction. It was reported when connected to a portable diffuser, liquid leaks out. There was no reported patient involvement.